Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 110 to 120 mg/dl. Testing performed twice daily. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 225 mg/dl and 267 mg/dl. Verified storage of product is within instructed spec. Test strip lot manufacturer's expiration date is 02/26/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 220 mg/dl, (B)(6) 2015, 03:51 pm; 2: 198 mg/dl, (B)(6) 2015, 03:50 pm; 3: 30 mg/dl, (B)(6) 2015, 03:49 pm; 4: 206 mg/dl, (B)(6) 2015, 03:48 pm; 5: lo, (B)(6) 2015, 03:47 pm. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).